Event description:
Healthcare professional reported patient presented with "asymmetry" and noticed an unknown side seroma. Device was explanted and replaced and a "thickened capsule was found", so a capsulectomy was performed. Pathology results revealed "anaplastic large t-cell lymphoma". Pathological markers confirming alcl have not been received. This record is for the left side.

Manufacturer narrative:
Abstract citation: fuentes-alfaro, f., murillo-mesen, c., garcia-hernandez, c. Breast implant-associated anaplastic large cell lymphoma is an increasingly recognized entity: case report. Clinical lymphoma, myeloma & leukemia. (B)(6) 2024; s521. The events of "lymphoma-alcl-suspected" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma; "anaplastic large t-cell lymphoma".